Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose of 49 mg/dl which was addressed with a candy bar. Reportedly, the basal rate was too high and the customer contacted a healthcare provider regarding lowering the basal rate.